Manufacturer narrative:
(B)(4) initial reporter: reported phone number - (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation against the reported condition of a leaking fill port. Visual inspection was performed. Upon removal of the fill-port cap leakage (backflow) was observed coming out of the fill-port, thus confirming the reported condition. Further examination revealed glass fragments trapped under the checkband. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that one large volume infusor device was observed with a leak at the filling port. This was observed while the device was in storage. This event did noticed prior to patient use. No additional information is available.